Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1-4 were lifted from their crimped stent position and pulled in a distal direction. The undamaged mid-section of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified ostial right coronary artery. After pre-dilatation was performed with a 2.5 x15mm emerge balloon catheter resulting in 85% stenosis. A 3.00x32mm synergy¿ stent was then selected to treat the lesion, however, significant resistance was encountered during advancing. The device was removed intact and it was noted that the stent strut was a bit flared out. The procedure was completed with another 3.00x32mm synergy¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified ostial right coronary artery. After pre-dilatation was performed with a 2.5 x15mm emerge balloon catheter resulting in 85% stenosis. A 3.00x32mm synergy stent was then selected to treat the lesion, however, significant resistance was encountered during advancing. The device was removed intact and it was noted that the stent strut was a bit flared out. The procedure was completed with another 3.00x32mm synergy stent. No patient complications were reported and the patient's status was stable.